Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 1.3, lab: 1.5. Inratio: 3.9, lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 1.3, ref.: 1.5, mean: 1.40, confidence limits: 1.1-1.9. Inratio: 3.9, ref.: 3.0, mean: 3.45, confidence limits: 1.6-3.4. Test 2 did not indicate the time interval between two readings. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. At 3.9 inr, which is registered on memory and is provided by customer, passes the accuracy criteria. However, 1.3 inr is not registered on the date reported. Additional investigation was performed on strip lot 216965. (B)(4). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples of strip lot 216965 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria, and then no further action is required. In-house investigation on returned meter revealed contamination on heater plate area. An accuracy test was performed on returned meter/other lab meter vs. Sysmex with retain strips. Accuracy criteria was met. It was reported that patient was on heparin shots over the weekend. Heparin therapy will affect the accuracy of the inratio test.